Manufacturer narrative:
(B)(4). This lot was manufactured november 10, 2014 to november 11, 2014. The device was received for evaluation. Visual inspection was performed and identified a black mark on the filter of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter on the reservoir. The device was filled with an unspecified amount of fluorouracil ¿half strength¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.